Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, low laser power was experienced. The laser power had to be turned up to 1500 mw to achieve the desired effect.

Manufacturer narrative:
The system was examined and the reported event was replicated. The core module was replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed core module. However, without a sample, component-level root cause cannot be determined at this time. The manufacturer internal reference number is: (B)(4).